Manufacturer narrative:
The manufacturing batch records and quality control release testing for kit part number 190-000/lot 1006485 and test base part number 190-430/lot 1006485 were reviewed. This lot met the required release specifications. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1006485 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false negative results on a direct tested kitted swab with the ID now covid-19 assay performed (B)(6) 2020. The kitted nasal swab was used to collect sample from both nostrils. Repeat testing with the ID now covid-19 assay was not performed. Confirmation testing on a nasal swab with pcr on (B)(6) 2020 generated positive results (CT value not provided). There was no report of death or serious injury based on ID now covid-19 result. Although the patient was symptomatic with flu syndrome and fever at the time of testing, testing was performed as a requirement for travel. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.